Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. However, device received with intermittent button response during testing due to broken trace on keypad assembly. Device also received with cracked case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had center key not responding very well keypad. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that numbers are not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was a response from a button. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was a response from a button. Customer stated the button was not unresponsive during an easy bolus attempt. The device will be returned for analysis.